Event description:
Reportedly, the device would intermittently work and at one point the instrument was applied, but there were no clips in the jaws then the instrument severed the vessel unexpectedly. Procedure type: radical neck patient sex: unk